Event description:
It was reported via phone call that the customer had issues with air bubbles, an occlusion was also mentioned. They are unable to push air through the reservoir. Customer's blood glucose level was unknown. Troubleshooting occured.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.